Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found damaged with cracked housing. Unable to download the event history log. The device was powered up and it displayed alarmed ec1260, which is a corruption of the memory circuit board. Service replaced circuit board. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed an error 1260. There was no patient involvement.